Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm512.6, -09.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a longer length lens due to low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6: 1494 should be added for correction. The patient's age fell outside the indicated age range at the time of implantation. Additional information: d9: return date: 06-apr-2023. Claim#(B)(4).